Manufacturer narrative:
Other applicable components are: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was being implanted and had a paddle lead for trialing and had good results. When connecting the ins 0-7 was fine and 9 and 15 had greater than 10,000 ohms. The lead was removed, cleaned, reseated and then 4 contacts on the lead were greater than 10k (thought to be 9 10 13 and 15). The lead was tested in the multi-lead trialing cable and the lead was fine. The surgeon wanted a new ins to be opened and the same contacts were shown as high even at increased voltage of 1.5 v. The first device will be returned. The surgeon left the second device in and told the rep to program around the out of range contacts. The patient is just waking up and the rep will see them for programming and checking impedances. The caller confirmed that the leads were wiped and the header block was suctioned. It was discussed to run stimulation for a while on the contacts to see if values decrease. The product was received and stated that the rep was aware of the complaints with the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep stated that the cause of the high impedance is unknown. The high impedance hasn't been resolved as it tested the same post-operation. The rep stated that they were able to utilize 5-6-7 which were normal for bilateral coverage. Patient seemed to like the stim and the areas covered post-operation. The unimplanted device had been sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. Additional review determined (B)(4) does apply to this event. If information is provided in the future, a supplemental report will be issued.